Event description:
The customer reported that during the preparation for use, when the material was delivered to the or nurse, the inner blister of the packaging showed to be not sealed, so it was not sterile. At that point the nurse opened another package and found that the blister containing the methyl methacrylate powder was open.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.